Manufacturer narrative:
The sample device is indicated as available for evaluation. As of the date of this report, the sample has not yet been returned. When the sample has been received and an investigation has been completed, a follow up report will be provided.

Event description:
After using PICC for 4 months, the patient had high pressure leakage at the front end of the connector.

Manufacturer narrative:
H3 other text : placeholder.